Event description:
I was implanted vaginally with a c bard vaginal sling for incontinence in (B)(6) 2005. When I returned home after the surgery, my problem was worse than before. I could not hold my urine very well at all. Every time I ran water over my hands, I would have urine running down my legs. Called the surgeon and told him of my problem with the implant and all he wanted me to do was to take incontinence medicine. I told him, I wasn't going to take any medicine, since I just paid thousands of dollars to fix a problem that was worse after surgery. I just wore pads, since I had taken some medication before surgery and it made me deathly sick. So this was right after I got home. Then towards the end of (B)(6) 2006, I began having horrible pains in my lower pelvic region on the right side. Went to the dr probably about 3 times and was given antibiotics, since he knew I had a urine infection on top of the infection problem. I took the medicine, but continued to have bad pain in my lower right pelvic area. I showed the dr and he gave me different medicines. Then in (B)(6) 2006, I was in so much pain and fever, my husband took me to the ER room. Very high temperature of 103+ and horrible pain. They did a scan and saw an abscess in my pelvic area where the vaginal sling was attached to my abdominal wall. Admitted and by the time they figured out what was wrong, the other side of my pelvic area where the mesh was attached to, began to hurt terribly and was very swollen. They took blood samples and put some testing material in my blood and returned it to my body so they could see exactly where the infection was. Another scan and I showed the person in scanning area exactly where the infection was and he said, I had massive infection on the left side and there was also a smaller infection on the right pelvic area, but my surgeon said, the strong antibiotics they gave me for about 10 days should take care of that one without surgery. My stomach had a large incision to remove the abscess and was left open and had to heal from the inside out. My surgeon said, he removed part of the sling. But couldn't get all of it. My stomach barely healed on the left side then my right pelvic area started to swell, fever, and horrible pain towards the end of (B)(6) 2006. A very large abscess was then on my right pelvic area so my surgeon had to operate on the abscess and try and get out part of the sling. I went home after strong antibiotics again with my stomach open and had to be repacked twice daily by my husband. Couldn't afford a home health nurse to do it. It was a few months, but the scar should break open and pus would run out. It continued that, so I went to (B)(4) to another surgeon, to see if he could do something with my large abscess, since my dr couldn't get it to heal. My new surgeon operated on it again and got a little of the end of the sling out, so he thought it would heal up. Stomach open and packed again for about a month and would not heal. Now it's 2007 and my stomach is still open and oozing. Surgeon sent me to a wound clinic for about 2 months to see if they could heal the wound, but to no avail. Went home and continued packing until what I thought the wound had finally closed and healed. A few days later, I was in the shower getting ready to try and go back to work when I saw blood running down the front of me into the shower. I looked at the incision and something was coming out of it. It looked like a fat brown worm when my husband pulled it from my stomach and he put it into a plastic bag. I went back to my 2nd surgeon and by the time I got to see him, it had dried up and was like a piece of leather, which I know was another part of the sling that caused all of my infections. After that piece worked its way out of my stomach it took a while, but it finally healed up. That piece was the culprit the entire time why my stomach wouldn't heal. So altogether my stomach was open, vaginal infections, urinary infections, incontinence changed my life forever. When my dr offered the sling to me, he said, it was the latest and greatest thing for my problem. I went through over 2 years of hell because of this bard bladder sling. Take them off the market so women like me don't have life changing problems. No death was contributed to this, but had to mark the box; wouldn't let me through. Acupuncture for incontinence worsening after surgery 2005. Bad vaginal infection ranular 2005 took many trips to gyn doctor to get rid of. Had to use silver something to get rid of it. Took about 3 months, or longer.